Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the lot history record revealed no non-conformances related to the reported event, indicating all lot release testing met acceptance criteria. A query of the complaint-handling database indicated there are no similar incidents reported from this lot. Based on the review, no product deficiency was identified. Per the instructions for use, the safety and effectiveness of the proglide device have not been established for patients with femoral artery calcium which is fluoroscopically visible at the access site. The customer reported the common femoral artery was heavily calcified. During needle deployment, calcification may cause the needle to be deflected from the intended trajectory path which may result in a needle-to-cuff miss. The other four proglide devices referenced are being reported under separate medwatch MFR numbers.

Event description:
It was reported that arteriotomy closure of the heavily calcified, left common femoral artery was attempted using 5 proglide devices, in a pre-close technique, prior to an endovascular aortic aneurysm repair procedure. Cuff miss resulted in all 5 devices. A 6 fr sheath was used. A cut down procedure was performed in the groin to gain access to the common femoral artery to complete the aaa procedure, using a 22 fr sheath. Hemostasis was surgically achieved. A proglide device was used successfully in the right groin achieving hemostasis. The right groin reportedly had low to moderate calcification. There were no reported patient sequelae. No clinically significant delay in the procedure was reported. No femoral angiogram was taken. The physician is reported to be trained in the use of the proglide device. The physician commented that the groins were probably too calcified to use the proglide devices, but he wanted to try anyway as they have worked in this circumstance before. No additional information was provided.